Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is possible the e315 error code appeared due to a failure of the image sensor unit, a failure of the board inside the scope connector, or a problem on the system side. However, a definitive root cause could not be determined. In addition, service found the adhesive on the bending section cover was cracked, the bending section cover was scratched, the insertion tube was scratched, the bending angle was out of specification, there was play in the angulation knob, the scope connector was dirty, and the displayed image was noisy. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying an e315 error message (scope error). There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility regarding the reported issue.

Event description:
Additional information was received regarding the reported issue (device displayed an e315 error message): the reported issue occurred during pre-use inspection of the device. There was no impact on the intended procedure. No further information was available.